Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not provided. G4 premarket / 510(k): k173820, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port was torn but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck with a non-boston scientific guidewire. There were no patient complications reported.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not provided. G4 premarket / 510(k): k173820, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck with a non-boston scientific guidewire. There were no patient complications reported.